Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0259257. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-09-15. Medical device lot #: 0267709. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-09-23.

Event description:
It was reported that while using panel phoenix pmic-110, false resistance was observed by the laboratory personnel. An unspecified test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer reports incorrect antibiotics for staph isolates. It was reported that vancomycin resistance along with other over resistant drugs on staph."